Event description:
It was reported that the device was tilted and had perforated the mesentery. On (B)(6) 2003, the patient was implanted with a greenfield filter. The patient was the victim of a high speed collision which resulted in damage to the bilateral lower extremities. On (B)(6) 2019, the patient received an abdominal CT scan to evaluate inferior vena cava (ivc) filter placement. There was a mild tilt of the long axis of the filter with the cephalad apex abutting the anterior wall of the ivc. There was evidence of several perforated filter struts. There was filter strut perforation along the posterior left lateral aspect extending into the adjacent adipose tissue by approximately 3 mm, abutting the anterior longitudinal ligament. There was filter strut perforation along the anterior aspect of the ivc extending approximately 4 mm into the adjacent adipose tissue. There was filter strut perforation along the right lateral aspect of the ivc extending approximately 4 mm into the adjacent adipose tissue. Finally, there was filter strut perforation along the posterior aspect of the ivc extending approximately 5 mm into the adjacent adipose tissues abutting the anterior longitudinal ligament. No further patient complications were reported.